Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the tube was disconnected from the flange. The customer indicated that the patient was hospitalized and an intervention was required to prevent permanent impairment.